Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015 crts (B)(4), telph (con, rep): it was reported that about three months after implant the patient started to be "sensitive" to stimulation. He turned stimulation off due to swelling in his leg from the knee down and a burning sensation in his spine. In the past two weeks prior to the report his stability was off referring to balance and he couldn't lean back otherwise he could feel his whole spinal column; this was occurring daily. The stimulation change was not reported to be related to positional movement and there were no falls or traumas reported related to this issue. After the patient turned stimulation off he still felt like it was on and the patient programmer (pp) was used to check the device and it showed that stimulation was off. The patient also reported uncomfortable stimulation, overstimulation, intermittent/erratic stimulation in the spine/leg, and a loss of therapeutic effect. Stimulation was turned on but this did not resolve the reported issue. It was noted the manufacturer's representative (rep) reset the patient&#38112;'s implant and gave him some new programs to try on (B)(6) but it still wasn't helping. It was also noted the patient mentioned to the healthcare provider (hcp) and rep. That he wanted and MRI compatible system but didn't get it. The rep. Noted they had done a lot of reprogramming with the patient previously and the patient had a lot of non-compliance issues. The rep. Also reported that the intermittent/erratic stimulation the patient reported was the same thing as their stimulation increasing when they lay back in a chair, recliner, or passenger seat in a car.